Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, patient reported hyperglycemia due to infusion flow blocked. The highest blood glucose was reported to be 24.7 mmol/l. And the current hbg is 4.6 mmol/l. No further information was available.